Event description:
It was reported that the patient presented with syncope due to complete exit block and loss of sensing. The lead had dislodged due to twiddler's syndrome. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.